Manufacturer narrative:
Concomitant medical products: bard solo 26fr triple lumen PICC; bd posiflush normal saline flush syringe, 10ml; lot # 8261613. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported 2 of 3 needless connectors leaked. The site of leakage was the connection between the PICC and the needleless connector. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: bd syringe ref 306547 lot 8261613 exp 2021-08-31 0.9% sodium chloride injection. The customer¿s report of 2 of 3 needless connectors leaked at the connection between the PICC and the needleless connector was not confirmed or replicated. The PICC line used by the customer that was attached to the suspect maxplus connectors when the events were observed was not returned for inspection and testing. Visual inspection observed no anomalies on the as-received connectors. Functional testing of the maxplus connectors observed no leaking at the connection between the PICC and the connector. Dimensional analysis verified the connectors were within the required specifications. The root cause of the customers reported leaking could not be determined.

Event description:
The customer reported 2 of 3 needless connectors leaked. The site of leakage was the connection between the PICC and the needleless connector. There was no patient harm.